Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor cannula was missing. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomalies due to customer did not return insertion needle.